Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, gel bleed.

Event description:
Healthcare professional reported for left side "little harder", "occasional pain under left side", capsular contracture baker "grade ii", "rupture", "severely calcified and thick" capsule and "mostly intact implant with evidence of gel bleed on the surface." Device was explanted.

Manufacturer narrative:
The event of gel bleed has been removed as only the event rupture will be considered as it is more severe. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. Capsular contracture: breast pain: unable to observe as it is not related to the manufacturing process. Calcification: not observed. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.1, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional initially reported no complaint against left device. Healthcare professional later reported "little harder", "occasional pain under l side", capsular contracture baker "grade ii", "rupture", "severely calcified and thick" capsule and "mostly intact implant with evidence of gel bleed on the surface." The event of gel bleed is no longer reportable, rupture is the reportable event. Device was explanted.